Event description:
It was reported that insulin gauge on pump displayed amount different than what caller expected, with pump showing 180 units while caller expected about 220 units and noting a large difference despite normal filling steps. There was no reported impact to the customer¿s blood glucose level. Caller confirmed insulin was room temperature, cartridge was not reused or overfilled, and air was removed, but declined to load new cartridge and chose to continue using current cartridge and follow up with technical support if needed.